Event description:
It was reported that front panel light emitting diode lights of video system center was glowing. During onsite visit at customer site by field service engineer, this issue was not found, instead, system displayed error code b33 (scope failure). The issue occurred during maintenance. There were no reports of patient harm.

Manufacturer narrative:
The device was returned and evaluated. The device evaluation found error b33 coming on monitor screen with 170 series scope due to faulty printed circuit board. Additionally, evaluation found error e227 (temperature sensor error) coming on monitor screen with 150 series scope due to faulty printed circuit board. Based on the results of the investigation, about the cause of failure of their printed circuit board, it is likely think that due to stress such as heat or humidity and that impact the circuit board, and it reached the failure, but a definitive root cause could not determined. The reported issue light emitting diode light of the front panel was lit was not confirmed and the root cause could not be determined. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.